Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.

Event description:
Note: this report pertains to one of eight resolution 360 ultra clip devices used on the same patient and procedure. It was reported to boston scientific corporation that eight resolution 360 ultra clip devices were used during a procedure performed on (B)(6) 2023. During the procedure, the clip is difficult to release from the catheter. Additionally, the same problem occurred on the other resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.